Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia.

Event description:
The customer reported her blood glucose reached "high" (>27.8 mmol/l) (>500 mg/dl) less than 4 hours after the pod was activated and she noticed the cannula was kinked.